Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown cause. This rv lead was replaced with same model. No additional adverse patient effects were reported.